Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that that the user was unable to login to multiple station. The technical support specialist dialed into the station and requested to reboot, now the user was able to login to the station. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the user was unable to login to multiple stations. The customer reported that due to this malfunction they had obtained required medication from another station. There were no adverse events or injuries reported based on this incident.